Event description:
It was reported that a remote monitoring transmission was sent due to the patient in the emergency department for shortness of breath and fluid retention. Occasional atrial undersensing was noted during atrial fibrillation (af) episode on the right atrial (ra) lead. It was also noted that the p-wave was slightly lower during atrial tachycardia/af. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).